Event description:
Reportable based on device analysis completed on (B)(6) 2025. It was reported that the device could not cross lesion. The 95% stenosed target lesion was located in the mildly tortuous and severely calcified artery. A 1.50mm rotablator rotalink plus was selected for use. During the procedure, resistance was felt while trying to negotiate the device through the lesion. The burr only reached smoothly till the proximal lesion. The device was removed intact and the procedure completed using an alternate device. No patient complications were reported. However, device analysis revealed that a detached burr and coil at the distal end.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis with a related rotawire (ncpr (B)(4)) returned within the system. The burr catheter and the advancer were attached upon device return. Visual inspection of the device found that the burr and coil at the distal end were found to be detached, and the coil was stretched at the detachment. The returned wire containing the detached burr, was able to be removed from the device with resistance due to kinks on the wire and the stretched coil present.